Event description:
The complainant reports an over delivery. The rptr indicated that the intended delivery was 1000 ml of water to be delivered over 10 hours. However, the actual amount received was 1000 ml in 2-3 hours.

Manufacturer narrative:
(B) (4): the device reported, list number 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. (B) (4)